Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2265 was identified during a review of the event history log. The homechoice device received functional testing and visual inspection. The sample evaluation verified the system error 2265. The cause of the condition was determined to be a defective membrane gasket. To correct the condition, the gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant additional information become available, a supplemental report will be submitted.